Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) output connector would disconnect. Incoming inspection showed the lock function of the output connector was working correctly. The epg was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) output connector became disconnected during pacing. The epg was returned for service. No patient complications have been reported as a result of this event.